Event description:
It was reported that when 'the scrub tech opened the sterile tritanium pl cage it was broken/bent in the package' intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that when 'the scrub tech opened the sterile tritanium pl cage it was broken/bent in the package' intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Upon visual inspection, the cage was found to be fractured. The cage was twisted, which is indicative of a rotation of the cage. Particles appearing to be bone and tissue were found in the pores of the cage, meaning this cage was attempted to be implanted. The packaging was not returned with the cage. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or complaints were identified. It was reported that when the scrub tech opened the sterile tritanium pl cage it was broken/bent in the package. The cage was returned without any of the packaging. However, particles appearing to be bone and tissue were found in the pores of the cage, indicating that this cage was attempted to be implanted. The tritanium pl surgical technique includes an explicit precaution: " do not twist, cantilever or rotate to achieve final position. This may result in damage to the implant". Based on the deformation seen and the bone particles found in the cage, it appears that this cage was attempted to be implanted and was twisted in the disc space, which is warned against in the surgical technique.

Manufacturer narrative:
D4 has been updated from 'd858' to 'dde9' following device receipt.

Event description:
It was reported that when 'the scrub tech opened the sterile tritanium pl cage it was broken/bent in the package' intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.